Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was a power on reset (por) message. The therapy had stopped due to por. The patient reported that he got electrocuted by a stove and shortly after he noticed his implant ¿wasn¿t working¿ because he wasn¿t getting stimulated anymore and when he checked his patient programmer (pp) he saw a por message. There were no falls or traumas that could be related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-04-09. It was reported that the patient was shocked by an outside source and battery hasn¿t held charge since. The battery was replaced (B)(6) 2019. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the battery had reduced capacity due to overdi scharge. If information is provided in the future, a supplemental report will be issued.